Event description:
During a clinic follow-up, r wave amplitude variation and a loss of capture were observed on the right ventricular (rv) lead. The rv lead was suspected to be dislodged. During the revision procedure, the stylet was unable to be inserted into the rv lead. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, r-wave amplitude variation, and the stylet failing to advance. As received, a complete lead with a stylet was returned in one piece for analysis. The reported events of failure to capture and r-wave amplitude variation were not confirmed, while the reported event of the stylet failing to advance was confirmed. The returned stylet was noted to be restricted inside the lead. Destructive analysis revealed the inner coil was clogged with blood at the restriction location. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed the helix was retracted and clogged with blood/tissue. X-ray examination did not reveal any anomalies to the lead body. The helix was damaged during the helix mechanism/extension length test. The cause of the reported event of the stylet failing to advance was isolated to the inner coil being clogged with blood/body fluids.